Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the problem was found during performing a coronary clinical procedure. The procedure was completed as planned by restarting the system. It was reported to philips that the flexvision pc lost communication to the flexvision monitor. Review of the logfile shows that the system was experiencing intermittent communication issues with the flexvision pc. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer stated that the flexvision and touch screen module (tsm) user displays were frozen. The philips field service engineer (fse) checked the system onsite and found that the table-side tsm had visible vertical and horizontal lines on the screen, indicating wide pixel striping. To resolve the issue, fse reconfigured the video inputs and saved the updated settings to the system, replaced defective tsm and installed software and configured. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure was completed by restarting the system. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision computer lost communication to the flexvision monitor, which can impact imaging displays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.